Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal rate would change from 3.5 units of insulin to 3 units of insulin. Customer's blood glucose level was 148 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.